Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual and functional inspections were performed on this device. The reported problem of an air in line alarm was confirmed in the sample evaluation and event history log review. The cause of the reported problem was identified as out of calibration air sensors. The sensors were cleaned and recalibrated to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was observed exhibiting an air in line alarm. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.